Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the preloaded intraocular lens (iol) was inserted, there was a scratch in the center of the lens. The iol was removed and a replacement iol was implanted. No patient injury was reported. No medical intervention was required. Through follow-up, we learned that the customer provided a video in which a crack in the iol can be observed. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: december 10th, 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: a video that was provided by the customer was evaluated. Screenshots of the video were taken for evaluation and showed the implantation of the suspect product. The plunger rod was observed to be overriding the lens. Once the lens unfolded, a crack was observed in the optic of the lens. Further reviewed of the video identified that a potential factor of the noted observation includes issue with lens placement during manufacturing; however; this is less likely the cause due to the geometries of the components that hold the lens as well as the fact that the lens position is 100% inspected prior to release of the product. Another potential factor is that the plunger/pushrod was retracted after initial engagement of the lens. This could result in the edge of the lens being missed and the pushrod engaging, and further delivering the lens on the anterior surface of the optic. The device was inspected under magnification. The handpiece was received with the plunger rod fully advanced. Viscoelastic residue was distributed through the length of the cartridge; the cartridge presented with stress marks which were in specification for a used device. The lens module was inspected, revealing no damage; some viscoelastic residue was identified in the lens module near the mouth of the cartridge. Device assembly was inspected revealing no issues; viscoelastic residue was below the lens module indicating an excessive amount of viscoelastic could have been used. Plunger rod advancement was inspected, revealing no issues. The lens was removed from the gauze, presenting as cut into three pieces with a missing haptic. The lens was cleaned and presented with cosmetic issues. The complaint issue "dc-lens damaged" was identified during video evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.